Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user had to visit a hospital after the sensor insertion procedure due to extreme bleeding at the insertion site.

Manufacturer narrative:
The user went to the hospital due to extreme bleeding, and the sensor had fallen out of the user's arm. The user was given stitches to the wound to close the incision and was not prescribed any medication.